Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impedance issues were detected on contact 9 during stage 2 (battery implant) after the extensions were connected to the battery and leads. Troubleshooting involved removing and cleaning the right extension, switching extensions at the battery, and switching connections between leads and extensions. The impedance issue moved to the other side when the extension was switched at the battery, indicating the problem was with the lead rather than the extension. The surgeon noted the issue might resolve on its own, possibly due to fluid around the lead, but observed nothing visibly wrong with the lead. Numerous impedance tests were performed and the lead was wiped off several times, but the issue remains unresolved. No surgical intervention has occurred or is planned, and no further information is available from the healthcare professional.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information, confirming that the impedance issue is now resolved. The hcp has no further information.